Manufacturer narrative:
This MDR is in response to a recent FDA audit response, specifically 'observation 1' from the FDA's establishment inspection report. An MDR was not originally submitted due to a mis-understanding of the requirements for reporting and because no injuries were reported or sustained in the incident. It was unknown at the time that a product malfunction without injury was sufficient to require this MDR. We have since gone back and reviewed all previous claims under the correct standard and are thus submitting this report in compliance with that standard.

Event description:
Zipper mechanism (specifically the teeth) on the door of a haven canopy will not remain zipped in the bottom right corner section of the door. The zipper moves fine back and forth to open and close (engage) the zipper teeth, however, the teeth will not remain engaged. Through pictures and a video it has been determined that the zipper mechanism is faulty and is malfunctioning and a replacement canopy was provided. Their were no injuries but the product (zipper) did malfunction and is not working properly.